Event description:
(B)(4). Heavy bleeding still to this day. Hormones out of control. Pre mentapose systems. Lower back pain which caused me to spend thousands on dr visits and injections. Lack the thought of intercourse.